Event description:
During coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). The lesion was pre-dilated. The physician implanted a taxus express2 8.8% 3.00 x 16 mm drug eluting stent in an area of severe calcification. A dissection was noted. The physician attempted to place a taxus 3.0 x 12 mm stent to repair the dissection but was unable to cross the lesion. He attempted to cross with a taxus 3.0 x 8 mm stent and it would not cross. The physician then used a quantum maverick balloon and held pressure at the dissection site. The pt's condition is reported as good.